Event description:
A customer reported experiencing a tandem mobi cartridge alarm while using their insulin pump during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. As a corrective measure, the customer switched to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Tandem technical support confirmed the issue and decided to replace the customer's pump, providing instructions for returning the faulty device. Although a mix-up initially occurred with the customer receiving an incorrect replacement, the issue was addressed by instructing the customer to return the incorrect device and coordinating the proper shipment.